Event description:
During a pacemaker generator change out procedure, it was identified that the insulation of one of the pacemaker leads had been damaged. The lead was left in place and did not require repair as the pacemaker functionality was not impacted. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. (B)(4).